Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had moved from the original implant position. Technical services had reviewed therapy episodes and noted the ra lead was detecting right ventricular (rv) activity, but was not sensing it. Additionally, the p-wave amplitudes had decreased since the previous follow up, from 5.3mv to 0.5mv. The local sales representative later reported that the device was reprogrammed, no lead revision was performed, and the patient was discharged from the hospital with no further issues reported. Evidence suggests the device and associated leads remain implanted and in service.